Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken solder connection on the pulse wire in one of the rear therapy electrodes. The root cause for the broken solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.